Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging that the pump had two unprogrammed boluses. According to the reporter, the pump's history revealed 2 boluses delivered at 8:16 am and 8:20 am. The reporter denied that anyone manually entered the boluses into the pump. Subsequently at 2:37 pm that same day and during the call with animas, the patient reportedly suffered a low blood glucose (bg) level of "43 mg/dl" with a symptom of shakiness. The patient administered self-care by consuming chocolate, orange juice, and glucose tablets. By the end of the call with animas ,the patient's bg level had risen to "133 mg/dl" (3:09 pm). The patient reportedly had not eaten anything the whole day. In addition, that same day at 10:17 am, the patient reportedly received a blood glucose reading of "197 mg/dl". Based the on the iob calculation, the subject pump advised the patient to take 7.0 units for correction. The reporter felt as though the pump's recommended dose should have been only 4.0 units. The patient attributed the low bg level of "43 mg/dl" to the bolus administered at 10:17am. No medical intervention was reported by the patient or reporter. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump delivered 2 unprogrammed boluses and the patient subsequently suffered a low bg level with a symptom suggestive of severe hypoglycemia

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: 09/05/2012 device evaluation: the pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The bolus history verifies the reported 9.8 unit ezcarb bolus on (B)(6) 2012 at 10:17am. The pump was exercised for 29 hours with no delivery issues and no un-programmed boluses. A normal 10 unit bolus and a 10 unit audio bolus was performed successfully and accurately recorded in pump history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. On investigation, the keypad was found to be fully intact without peeling or visible damage. All keypad buttons were appropriately responsive when tested. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. There were no damaged or misaligned button contacts.